Event description:
The report indicated that after 10 minutes on ECMO support the unit was changed out due to foaming. The pt subsequently expired, however, according to the physician, the oxygenator was not the cause.